Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with an scd sleeve. The customer reports that while using the scd sleeve during her second hospital admission, she developed a rash that turned into blistering. She was treated with oral prednisone, oral cephalexin 50mg, topical polysporin, a special wash for the blistering, and gauze bandages. Also received extensive allergy testing, including 12 "patches" of testing, a latex blood test, and a biopsy of tissue. No allergies detected via testing.

Manufacturer narrative:
Submit date: 7/15/2008. An investigation is currently underway upon completion the results will be forwarded.